Event description:
A pc. Of plastic inside the distal blade of the tripolar came off inside pt. They had to take the tripolar out and leave the bushing inside pt and then retrieve it with the grasper. Note:bushing was retrieved, no addt'l pt. Adverse effect.